Event description:
Patient reported losing consciousness, after dispensing 17u of long-acting insulin, based on a result received on a different blood glucose monitor. Patient's spouse provided 2 tubes of glucose, and phoned emergency medical services. Upon paramedics' arrival patient's blood glucose measured 46 mg/dl (using paramedics' blood glucose monitor). Patient indicated that their blood glucose was measured with the suspect device as well; however, they could not recall the value. Patient stated that they believes this device does not read accurately. Patient did not provide any additional details regarding treatment received. Patient stated that the device was incorrectly coded at the time of the event. Additionally, they reported storing the suspect device inside of their vehicle. Controls were run on the system, and had tested in range. A request was made for the return of the suspect product and replacement product was shipped.